Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in the needle is confirmed, and the cause is determined to be use-related. The components returned were one guidewire and one introducer needle still on the wire. Visual observation found the core wire to be broken, not far distal of the needle tip. The core wire tip was j-shaped. Pushing the wire distally out of the needle found a clump of biological material on the wire which had been just inside the needle. Some bending was found on the wire, with a sharp bend near the luer hub of the needle. Tactual evaluation found the coil wire could be pulled over the broken core wire. The wire could be pushed somewhat through the needle, but could not be retracted. Microscopic observation found that the core wire had broken at the distal weld tip. Narrowing was evident at the small portion of wire remaining attached to the weld tip. Other bending was noticed at the proximal weld tip. No coils out of alignment were evident. There was some apparent damage to the bevel, including some blunting. Residue besides the tissue plug, apparently blood, was also found on the wire. The od of the guidewire measured within specification. The features of the wire and needle show that the guidewire was retracted into the needle, taking with it a plug of biological material which lodged in the needle. The core wire break manifests narrowing, indicating a tensile break. This occurs when the guidewire is retracted through the needle while its passage is obstructed. This complaint is use-related. The following IFU statements may be helpful: ¿10. Remove the needle while holding the guidewire in place. Wipe the guidewire clean and secure it in place. Caution: do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of reav2575 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire got stuck inside the needle. Update 6/14/2017 - the returned wire had a broken core wire with the outer wire stretched.